Event description:
It was reported that during a hepatectomy procedure, the white material was separated from the jaw during activation. Surgery was prolonged twenty minutes. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.